Manufacturer narrative:
The main component of the system and other applicable components are product ID: 3889-28, lot# va1d3rk, implanted: 2(B)(6) 017, product type: lead. Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's stimulator was not working for 8 months. It was stated that the stimulator had not helped the patient with their bladder and they were peeing all over their clothes. The patient stated that 3 days after the surgery, her hip and leg were hurting. The patient mentioned that the manufacturer representative contacted them to know how they were doing and informed them that they did not have to have the stimulator up so high. The patient stated that they went back to their health care professional (hcp) and it was confirmed that the pain had nothing to do with the device or therapy. The patient stated that they turned the implant off months ago and they did not have the pain in the hip and leg. It was stated that the patient went back to their hcp 2-3 months prior to the notified date and was told to give it time. It was also stated that 2-3 months ago, an x-ray was performed and showed that the wires were not where they were supposed to be but were in the hip and leg. It was noted that the patient contacted the hcp to determine what could be done but was told that they used up their visits. The patient stated that they called the insurance and was told they would have to wait until (B)(6) 2018 and the insurance won't pay two times to do the same treatment. The patient stated that their insurance won't pay to fix it and the doctor said the hospital not going to let them redo the device. It was stated that the patient did not have any falls or anything done. The patient wanted the device taken out but did not want the hcp to put it back in. The patient requested that the manufacturer representative contact them and the request was sent. The patient reported blood in their urine and kidney stones after they went to their primary care doctor in (B)(6) 2018. No further complications were indicated.